Event description:
It was reported that percutaneous transluminal angioplasty procedure the balloon ruptured. The target lesion was located in the right anterior tibial artery. The sterling es balloon was successfully inflated to 6 atm. A second inflation to 6 atms was performed and the balloon ruptured. The procedure was completed with another device with no patient complications. The patient was reported to be "good" post procedure.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)